Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had never experienced therapeutic effect. The patient stated that they ins had not worked since its replacement. They mentioned that the physician who implanted the replacement of the ins was new and, possibly, did not know what they were doing. The patient noted that their first ins worked very well for them. The patient stated that their current healthcare professional (hcp) wanted them to see a new surgeon to replace the ins. Physician listings were sent to the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Reportable event: has changed from serious injury to malfunction because no intervention is planned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked whether there were there any circumstances or a cause determined that led to never experiencing therapeutic effect with the replacement implanted device the patient replied that a manufacturer's representative (rep) concluded that the patient's ms progression led to device not working. When asked what steps were taken to resolve the patient never experiencing therapeutic effect with the replacement implanted device the patient replied that they met with the rep, but the device did not work, it was not scheduled for replacement. There were no further complications reported or anticipated.

Manufacturer narrative:
G5: PMA/510(k) # corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reported that they feel stimulation but it has no effect on their bowel or bladder control. They have not had a 50% or greater symptom reduction. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.